Manufacturer narrative:
H6: added investigation conclusions code 22 - known inherent risk of device. Explanation for code 4111: multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Review and analysis of all available information fails to indicate a potential root cause of the incident as reported to gore, as the device was not returned and a valid lot number was not provided. This device is also reported with the manufacturer report number 3007284313-2021-01691. Corrected b3: the date of incident is unknown. Therefore, the date of which the first embolization was performed in order to treat a type ii endoleak is used as date of incident. Corrected h6: updated health effect - impact code to 4641 - unexpected medical intervention. Code 4625 was inadvertently entered, but correct code should be 4641. Updated component code to 4755 - part/component/sub-assembly term not applicable. Code 515 was inadvertently entered, but correct code should be 4755. Updated investigation conclusions code to 4315 - cause not established. Code 11 is no longer applicable.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The date of incident is unknown. Therefore, the date of which the incident was received from a third party investigator is used as date of event. The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. (B)(4).

Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was used in order to treat a patient with an uncomplicated abdominal aortic aneurysm on (B)(6) 2012. According to the reported information: ¿on (B)(6) 2017, and on (B)(6) 2017, two onyx® embolization, was performed twice, in order to treat a type ii endoleak. The surgeon also mentioned that an occlusion of the right iliac artery was performed with an amplatzer¿ plug."